Event description:
The customer reported that the device pro7000de, hall oralmax elite high speed drill, was being used on (B)(6) 2025 and it "gets hot".there was no impact or injury for the patient or user. The surgery was completed with no delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the device getting hot is unconfirmed. The device was overdue for preventative maintenance. The device was found to have a visual internal damage to the cast stator as well as collet and rotor failure due to bearings. The service history was reviewed and found similar repairs to this complaint. A device history record (DHR) review found no abnormalities that would contribute to this reported event. (B)(4). Per the instructions for use, the user is advised the following: failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. The oralmax elite high speed drills (pro7000de) shall be returned every 6 months for servicing. Continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device pro7000de, hall oralmax elite high-speed drill, was being used on (B)(6) 2025 and it ¿gets hot¿. There was no impact or injury for the patient or user. The surgery was completed with no delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.